Event description:
The hospital reported that halfway during an endoscopic vein harvesting procedure, the vasoview hemopro 2 malfunctioned to the on position and did not turn off. According to the user, the device was unplugged and removed from the surgical incision for examination. Upon examination, the device was plugged back in and immediately activated without user intervention. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).